Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure it was noted that there were no clicks from the wrench when the lead was inserted into the atrial lead port and screwed into the header of the device. The physician was unable to reverse the setscrew or advance. The physician did the tug test and felt that the lead was secured in place. It was noted that the lead had good numbers. The device remains in use. No patient complications have been reported as a result of this event.